Manufacturer narrative:
The actual date of event is unknown. Correction: describe event or problem omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported incident of a programming error was not confirmed or replicated through a review of the logs alone and no devices or logs were returned for investigation the facility reported that the issue was due to incorrectly selecting the rate field instead of the dose field. Root cause the root cause of the reported programming error was confirmed by the facility to have been due to the rate being mistakenly modified instead of the dose.

Event description:
It was reported that there was a programming error during a code event. The clinician erroneously programmed the patient's norepinephrine and epinephrine infusions by programming the rate field instead of the dose field. As this was during a code, the medications were prepared from the code cart and because of that using interoperability for programming the devices was not an option. The customer requested an enhancement to lock the rate field when programming infusion in guardrails so that only dose and vtbi fields can be modified in the pump. There was no information on patient outcome.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error. The clinician erroneously programmed the patient's norepinephrine and epinephrine infusions by programming the rate field instead of the dose field. This was during a code, and medications were prepared from the code cart. The customer requested an enhancement to lock the rate field when programming infusion in guardrails so that only dose and vtbi fields can be modified in the pump. There was no information on patient outcome.